Manufacturer narrative:
The customer reported that the needle was separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. The needle tip was returned alongside the microtip. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated half way up the needle. A material defect is the cause for the needle break.

Event description:
Per the information provided, at 2 minutes cutting time the needle separated from the handpiece. The doctor was in the process of repositioning the ultrasound, during which time he removed the microtip from the patient and noticed that the needle was sliding out of the device. The needle did not stay in the patient, but remained loose inside of the microtip. (For the first failure see MDR# 3009750704-2017-00083.) Another microtip was obtained to continue the procedure. At 5 minutes of cutting time the failure occurred in the same manner as previously described (MDR# 3009750704-2017-00084). The doctor obtained a third microtip and completed the procedure. There was no harm, injury or complication to the patient caused by the failure.